Event description:
It was reported by patient that he underwent total hip arthroplasty in 2008, in which patient received a durom acetabular cup. Post op, patient has been experiencing pain and is scheduled to be revised in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc.,which markets the devices in the u.s.